Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic relaxation, uterine prolapse, a cystourethrocele, and a relaxed vaginal outlet. The patient underwent the concurrent procedures of a vaginal hysterectomy, anterior mesh implantation, and posterior colporrhaphy during mesh implantation. It was reported that following insertion the patient experienced pain, bleeding, infection, dyspareunia, foul odor, several infections, discharge and blocked kidney. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal mesh erosion, infection with granulation of anterior paravaginal mesh, bladder lesion, and recurrent urinary tract infections. It was further reported that the patient underwent another revision/removal on (B)(6) 2012 due to ¿the doctor recommended it due to all the pain and problems I was having¿ as well as to eroded vaginal mesh with purulent discharge after previous mesh erosion and scarring of vaginal wall in the area of the mesh. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria this is one of two medwatches being submitted. See also medwatch 2210968-2013-01041. The same patient is represented in each medwatch

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2017